Event description:
Per the information provided to co by the physician's office, the device was removed due to "malfunction-leak in (the) system." As reported to co, the entire device was removed and replaced.

Manufacturer narrative:
A pump, two cylinders, a reservoir and two portions of exhaust tubing attached to 90 degree trulock connectors were returned for evaluation. Testing of the returned components confirmed a leakage site in a portion of exhaust tubing attached to one of the connectors (#1). The separation is adjacent to connector #1 that had attached the tubing exiting the serialized outlet to the left cylinder. Microscopic examination of the separation site revealed rough and irregular surfaces which is consistent with stress(s) induced rending. Also, both exhaust tubings were received curved anteriorly and then posteriorly with areas of abrasion primarily on the anterior side. Areas of abrasion were also noted on the inlet tube posteriorly. Based on qa's examination and the info provided. Qa concluded that while in-vivo the inlet tube and the exhaust tubes were overlapped and abrading against one another. This positioning, in combination with device usage over time and connector induced material wear/fatigue, contributed to sufficient stress(s) to rend the exhaust tubing at the indicated site. This separation would have allowed the loss of fluid and rendered the device inoperable. Thus, quality assurance accepts the physician's report of a "leak in system" as the reason for surgical intervention.